Event description:
The customer reported when the ventilator was powered on it would not complete the power on self test. The customer reported the screen was white and the unit kept trying to restart. The customer reported the unit was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the hospital biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported there was no power to the blower motor controller board. The pse advised the biomedical engineer to replace the vga pcb board. The biomedical engineer replaced the vga pcb board and reported it resolved the reported problem. As described, the reported problem may have been the result of a +5v supply failure. If this were to occur during normal ventilation mode operation, it may result in a vent inop condition.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.